Manufacturer narrative:
The complaint investigation for a false positive architect stat high sensitive troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In house testing of panels which mimic patient samples was completed. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review determined no trends were identified for the issue for the product. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 20053ui00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review on lot 20053ui00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 20053ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for a (B)(6) male patient in the emergency room. The customer is questioning the results that do not match the clinical history of the patient. The following data was provided (customer¿s cutoff range is 34.2 ng/l for males): the patient sample generated a troponin-I result of 320 ng/l which led to performing an angiogram. During the angiogram procedure, the patient¿s lungs collected edema and the doctor was unable to finish the procedure resulting in the patient being transferred to the intensive care unit. The customer retested the original sample along with new blood samples and generated repeat results of 62.9, 42.7ng/l (from original tube) and 43.5, 38.7, 40.3 ng/l (from new blood samples). There was no further impact to patient management.